Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the control unit, switch box, and universal cord were scratched; the grip and adhesive around the objective lens had discoloration; the suction cylinder (s-cylinder) had no color; the plug unit had corrosion due to water leakage; the circuit board unit in scope connector (s-connector), scope connector cover (sc cover), scope connector case unit (sc-case unit) and cable unit had corrosion due to water leakage; cover of light guide bundle (lg-bundle) was damaged; the light guide (lg) lens was cracked; the distal end was shaved; and the water tightness of forceps elevator was lost. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited distal end had residual liquids. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged at the tip, but the foreign object could not be identified. Due to a leak failure in the forceps elevator, proper reprocessing may not have been possible and the foreign object may not have been removed. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.